Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part: 450.139, lot: 3l45603, manufacturing site: mezzovico, release to warehouse date: february 19, 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Product was not returned. The provided picture does not allow to verify the complaint condition; narrative (screw breakage) cannot be verified without having the complained part available for investigation. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a synthes employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, during the surgery of anterior cervical corpectomy and fusion (accf), when the surgeon attempted to insert the screw into the bottom of the cervical spine locking plate with variable angle (cslp va), the head of the screw broke. In the same screw hole, five screws were broken. All the fragments were removed easily from the patient. Another kind of screw was used to complete the surgery. There was no reported surgical delay. There were no adverse consequences to the patient concomitant device reported: cslp va plate (part number unknown, lot unknown, quantity 1), screwdriver (part number unknown, lot unknown, quantity 1). This report involves one (1) 4.0mm ti cortex expansionhead screw self-drilling 16mm. This is report 4 of 5 for (B)(4).